Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the prograsp forceps instrument did not move in the intended direction. The customer reseated the prograsp forceps without change. A backup instrument was used to continue the procedure. There was no report of fragments falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the prograsp forceps was inspected prior to use with no abnormality. The issue occurred while the surgeon¿s head was inside the surgeon side console (ssc)¿s high resolution stereo viewer and the surgeon was attempting to manipulate instruments from the ssc. During the procedure, the instrument didn¿t move well persistently without shakiness/ friction/ external collisions. The movements of the surgeon scaled appropriately to the prograsp forceps, but the timing of instrument movement was not appropriate. There was no instrument-to-instrument or system arm-to-arm interference. The drape number was unknown, and it would not be returned. There was no injury to the patient as result of the event. It was unknown what time the issue occurred. Photographic images of the device(s) or a video recording of the procedure were not available for review.

Manufacturer narrative:
Based on the claim against the product by the customer noting the prograsp forceps moved with unintuitive motion, an investigation is in progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that the prograsp forceps instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected /unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Based on the claim against the product by the customer noting the instrument moved with unintuitive motion, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to fail intuitive motion. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument exhibited imprecise motion. The instrument failed to move intuitively with full range of motion in all directions on several attempts. The grips opened and closed properly. The instrument was not fully functional and did not follow the mtm commands smoothly. The root cause is not determinable/applicable. Additional observation(s) not reported by site included a frayed grip cable at the distal end. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. The complaint regarding unintuitive motion was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) completed further evaluation on the prograsp forceps instrument involved with this complaint. Advanced failure analysis confirmed the initial failure analysis. The instrument was placed on an in-house system and it exhibited imprecise motion. The motion was non-exact and did not move smoothly. The housing was removed and it was observed that the instrument had a loose pitch cable in the proximal end. The root cause of a loose pitch cable is attributed to a component failure. The proximal loose pitch cables caused the observed imprecise motion.

Event description:
Refer to h10/h11 for follow-up information.